Event description:
Device 2 of 3. Reference MFR report #s 1627487-2013-00633 and 1627487-2013-00635. The pt's ((B)(6)) therapy systems include three percutaneous leads from different lots. It was reported one of the pt's pns leads (off-label) was protruding through the skin. Surgical intervention was undertaken to explant and replace the impacted device. Effective stimulation was recaptured for the pt following the procedure. Since it is unk from which lot the impacted lead originated, all three devices are being reported as explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.